Manufacturer narrative:
Upon receiving the serial number for the events reported in mfg report num 1119421-2018-01509, it was discovered that this mfg report num 1119421-2018-01630, is a duplicate report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient reported blurred vision. The lens had a smudge on it. The lens was exchanged in a secondary procedure for the same model and power iol. Additional information has been requested.